Event description:
As part of a change of ehr at this institution, a new pacs system was introduced replacing one that was functioning well. None of the hospital it experts, nor experts from the vendor, checked the computers to determine if the imaging system's launcher could be loaded. As it turns out, innumerable computers do not have the storage to load the thin client launcher and thus, no radiograph images could be seen on these systems linked to the hospital's ehr. This has adverse impact especially at sites that have one or two computers causing delays in care and diagnosis. This is especially dangerous in pts with cardiopulmonary disease and heart failure or pneumonia. There has been no remedy put forth and no one has assumed leadership to solve the dysfunction.